Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the mlx 300w xenon lightsource was received in used condition. Evaluation could not duplicate the unit lamp going out nor identify any issues with the unit overheating. The lamp and power supply unit were replaced. Evaluation and function tests were performed and the unit passed all tests. Root cause analysis: the reported complaint could not be confirmed. The issue of this 00mlx overheating could be due to debris inside the port caused by improper cleaning and maintenance. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had recently been left with lamp in on state over a weekend. The system became extremely hot. A surgery case was started and the system shut off and turn back on every five minutes. No patient/user injury or surgical delay has been reported.